Manufacturer narrative:
X-ray review: post-op x-ray l3-s1 revealed bilateral screw fracture at s1. Occurred in early post-op period within 6 months. Hardware placement appears appropriate. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar canal stenosis level implanted: l3-l4 procedure: decompression and posterior stabilization from l3, l4, l5 & s1 it was reported that post-op, the legacy multi axial reduction screw was broken. Screw was implanted in s1. The product came in contact with the patient. Broken screw remains in the patient. Patient reported pain as the result of this event. Patient currently is in good condition.